Event description:
A code was called in the cath lab. The pt was to receive dopamine (in a glass bottle). Set was primed, but would not deliver fluid. Glass bottle was changed, fluid still did not infuse. A syringe was then used to administer the dopamine. The set was examined after the incident, and it was noted that the fluid would not infuse past the check valve. The MFR was notified, and rptr states that the MFR disclosed that they "knew of some defective check valves in various lots of the ivac tubing."